Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as gel causing a skin irritation. The patient has history of eczema. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.